Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the speaking valve shoots across the room when patient coughs. The patient wants to know if there is a way to secure the trach accessory. The customer reported that there was no patient harm.